Event description:
It was reported that an incident occurred with a flexible cryoprobe during a bronchoscopy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6)). No other information was provided regarding any other accessory or cryosurgical unit settings utilized during the incident. Per the complainant, the cryoprobe "white outer tube burst, followed by a loud bang." It was noted that the cryoprobe was used multiple times prior to the burst. No user or patient injuries were reported.

Manufacturer narrative:
The involved cryosurgical unit was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The cryosurgical unit was/is within specifications and all features were/are functioning properly. The cryoprobe has not yet been made available for an evaluation. However, no anomalies were found in the device history record (DHR) of the lot of the involved cryoprobe. Based on the information available the root cause of the rupture is unable to be determined at this time. It was noted that the cryoprobe was "used multiple times." However, it was not specified if the cryoprobe was used multiple times on the same patient or used/reprocessed and then used with multiple patients. As the device is single-use, this information is critical to the event. If the information regarding the use becomes available and/or the cryoprobe is returned and examined, a follow-up MDR will be filed.